Event description:
A customer in (B)(6) notified biomérieux of a false positive cefoxitin screen (oxsf) result for staphylococcus aureus in association with the vitek® 2 ast-p580 test kit. Alternate method testing by disk diffusion provided a negative result (27mm). No further details were provided by the customer. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux has requested additional detail from the customer. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in the united states notified biomérieux of false positive cefoxitin screen results associated with vitek® 2 ast-p580 test kit (reference 22233, lot 3600753403). In response to the customer complaint, biomérieux performed an internal investigation. The customer did not submit their isolates or lab reports to biomérieux; therefore, the customer's test discrepancy could not be compared to the reference method for this investigation. A review of biomérieux manufacturing batch records for vitek® 2 ast-p580 test kit lot 3600753403 showed that this lot met all final qc release criteria. Nonconformance manufacturing records (ncmrs) were reviewed from 04-may-2018 to 04-jun-2019, no ncmrs were written for the ast-p580 card. Customer service performed a search for all complaints against ast-p580 card lot 3600753403. The review of the complaints did not indicate a trend for this card lot.